Event description:
During preparation for a therapeutic urological procedure, as they were taking the stent out of the packaging, it was found to be fractured at the distal end. The procedure was completed successfully with no pt complications.